Manufacturer narrative:
The failure investigation has been completed and the alleged wake button issue was verified. Based on the analysis, the alleged unresponsive touchscreen issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was intermittently unresponsive. Customer confirmed pump display turned on when plugged into a power source. Additionally, it was reported that the pump touch screen was intermittently unresponsive. Customer¿s blood glucose was 153 mg/dl. Reportedly, customer reverted to insulin pens for insulin therapy.